Event description:
An alarm occurred during the insulin pump's operation. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted with loading a new cartridge, but the cartridge alarm recurred, and the pump was not replaced due to it being out of warranty. No additional outcomes were reported regarding the resolution of the event.